Event description:
During the implant procedure, the sensor got stuck on the delivery system by its distal loop. The case proceeded as normal: the sensor was agitated for thirty seconds in saline, loaded over the wire immediately following agitation, put into place, and deployed. For the angiogram, 5cc of 50/50 contrast were used. When the delivery system was removed, it was noted that the sensor's distal loop was still tether to the delivery catheter. The swan-ganz was floated next to the sensor to tap it off multiple times without success. The delivery system was rotated, and the sensor followed the rotation. A 7f guiding catheter was loaded over the delivery system. The wire was removed, and scissors were used to cut the delivery catheter just past the blue knob. The wire was then loaded through the delivery catheter as an anchor, and the guiding catheter was loaded over the delivery system and the wire to release the sensor. The sensor was deployed in an ideal placement, and it was possible to get good readings in the lab with the hes and the pes. The procedure delay required administration of an additional 3000 units heparin.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.